Event description:
Reported issue: the package was found broken during inspection. It involved 24 pcs. All devices have a sterility breach.

Manufacturer narrative:
(B)(4). The customer provided four photos for evaluation. The reported complaint of "broken package - sterility compromised" was able to be confirmed by the photos. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate the issue. The root cause was identified in the CAPA. Per DHR the product visistat 35w 6/box lot # 73b2200015 was manufactured on 02/01/2022 a total of (B)(4) pieces. Lot was released on 02/11/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the package was found broken during inspection. It involved 24 pcs. All devices have a sterility breach.

Manufacturer narrative:
Qn#(B)(4). Quantity of (B)(4) pieces were reported. From the pictures provided it was confirmed that the defect reported by the customer broken package - sterility compromised. The device history review for the product visistat 35w 6/box lot# 73b2200015 investigation did not show issues related to the complaint. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.